Event description:
A home patient (hp) contacted global technical services regarding air in the patient line, this occurred on the home choice (hc) unit during use, during initial drain. The hp needed assistance ending therapy and starting over with new supplies and she noticed air in the patient line. The technical service representative (tsr) assisted the hp with ending therapy. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. Sample was not returned; therefore, no evaluation could be performed. Should additional information become available, a follow up MDR will be sent.